Manufacturer narrative:
Section d: added device details. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6)2019, follow-up imaging revealed enlargement of the fistula and distal migration of the endoprosthesis and an unknown endoleak. The patient experienced hemoptysis due to the endoleak and two additional conformable gore® tag® thoracic endoprostheses were implanted proximally. Coverage extended just distal to the brachiocephalic artery with intentional coverage of the lsa wherefore two debranching procedures were performed. The patient tolerant the procedure.

Manufacturer narrative:
B5: corrected/additional details.

Manufacturer narrative:
As no lot number was available; no UDI was generated. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; use of the gore® tag® conformable thoracic stent graft has not been studied in the following patient populations: patients with aortic fistulas.

Event description:
On (B)(6) 2019, this patient underwent emergent endovascular treatment for a bronchial fistula and a conformable gore® tag® thoracic endoprosthesis was implanted just distal to the left subclavian artery (lsa). On (B)(6) 2019, follow-up imaging revealed enlargement of the fistula and distal migration of the endoprosthesis and an unknown endoleak. The patient experienced hemoptysis due to the endoleak and two additional conformable gore® tag® thoracic endoprostheses were implanted proximally. Coverage extended just distal to the brachial artery with intentional coverage of the lsa wherefore two debranching procedures were performed. The patient tolerant the procedure.